Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with gastroparesis experienced increased episodes of low blood glucose while using an ilet pump and also reported a cracked pump screen, after which a new therapy strategy was initiated and a replacement ilet was shipped. Symptoms included hypoglycemia. Outcomes included temporary disruption of normal activities due to low glucose management and device replacement logistics. Investigation included user support review, troubleshooting, and education to optimize settings and use. Investigation of this case revealed a damaged display screen consistent with physical damage and user-reported hypoglycemia without device alarms or malfunctions observed. It was concluded, based on previously established findings for similar reports, that the cause was user condition and use environment, with the screen damage attributable to external physical impact rather than device failure.